Event description:
Additional information was received by the customer. The customer reported the scope was not dropped or knocked against anything. No other information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) was conducted. The review of the DHR did not find any abnormalities or anomalies identified during production. The root cause could not be established. It is possible that the peeling of the glue on the distal end occurred due to some external force applied to the distal end. It is possible an air leak occurred on the instrument channel due to damage caused by repeated insertion and removal of the brush/accessories. The instructions for use state: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. A tear mark was identified on the biopsy channel and the biopsy channel was leaking. The forceps cover glue was also peeling and a portion of the distal end (c-body) was found to be cracked. The event is still under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that during reprocessing of the evis exera ii ultrasound gastrovideoscope, there was a leak fail while using the automated endoscope reprocessor (aer). The location of the leak was unable to be identified. As reported, the event occurred during reprocessing. There was no patient involvement in this event.